Event description:
It was reported that in (B)(6) 2012, while in the hospital, the patient experienced "head to toe spasms" from their implantable neurostimulator (ins) when their spouse changed channels on the television. The remote was then retrieved from the patient's home. The ins was turned on then off which stopped the spasms. It was noted that the hospital facility was not familiar with the stimulation system. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).